Manufacturer narrative:
Retainer ring = missing. Customer returned pump for an alleged cosmetic damage and pump sensor issues on 12/29/2021. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump passed rewind test, prime/seating test, basic occlusion and force sensor test. The pump was received with a cracked case (battery tube), cracked keypad overlay, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and scratched lcd window. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No communication errors or connection anomalies noted. Successfully downloaded history files and traces using thus software. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, customer alleged cosmetic damaged confirmed. Unable to complete require testing due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose of 33 mmol/l. Customer also stated that the insulin pump was not able to recognize sensor and the insulin pump had the sign of physical damage and loose retainer ring in the reservoir compartment. Reservoir was able to lock in place when inserted into insulin pump. The customer discontinued using the insulin pump. Troubleshooting for customer's high blood glucose was declined. The insulin pump will be returned for the analysis.